Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. Onsite investigation reseated that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system failed to display an image when the c-arm positioning was manipulated. There is no report of death or serious injury.